Manufacturer narrative:
D10, h6 evaluation and heic codes: updated h10 device evaluation: one device was returned for investigation. Upon visual inspection corroded drain fitting, cracked tank cover, worn plate clip, damaged line cord, and broken pole clamp were noted. Functional testing confirmed the complaint when the device leaked from the tank cover. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2019-04-08 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced the drain fitting, tank cover, plate clip, line cord, and pole clamp. Performed preventative maintenance.

Manufacturer narrative:
Operator of device and date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer was leaking from the clear front panel. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.